Event description:
Doctor reported covidien end-to-end anastomosis stapler circular stapler malfunctioning while using in the surgical field. Doctor reported stapler fired before pulling trigger. Surgical team was informed and item was taken out of the field.